Event description:
The report received indicated that during the procedure, the hub of the catheter broke. There was no report of injury to the pt.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.